Event description:
It was reported that during an angioplasty procedure, the device allegedly had inflation problem. It was further reported that the device had deflation problem. Reportedly, medical intervention was required to deflate and re-inflate at another site. The patient status was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest pta catheter and a presto inflation device has returned for evaluation. On the visual evaluation of the device, the device appeared bloody, no specific anomalies noted on the returned devices. During the functional evaluation of the device, the guide wide lumen was flushed, and an in-house guide wire couldn¿t be able to insert due to kink on the returned device. Upon further evaluation the balloon was inflated with an returned presto inflation device, the balloon maintains the shape and pressure. During balloon deflation, the balloon was noted to have extended time. No further testing performed. Therefore, the investigation has unconfirmed for the reported inflation issue as the device able to inflate and maintain shape and pressure without any issue. However, the investigation has confirmed for the reported deflation issue as the device was noted to have an extended period of deflation during deflation. A definitive root cause for the alleged inflation and deflation issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: b5,d4 (expiry date: 01/2023),g4. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the device allegedly had inflation problem. It was further reported that the device had deflation problem. Reportedly, medical intervention was required to deflate and re-inflate at another site. The patient status was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 01/2023).

Event description:
It was reported that during an angioplasty procedure, the device allegedly had inflation problem. It was further reported that the device had deflation problem. There was no reported patient injury.